Manufacturer narrative:
The customer requested, that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty therapy pca. Based on the conclusion of the evaluation. It was determined, that this was a malfunction of the therapy pca. The therapy pca was replaced. And the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that pacing on the device was not working. There was no patient involvement.